Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue that set tapes did not stick and damaged belt clip. No further information available.